Event description:
Hosp reports that while ventilating a pediatric pt, erratic volume readouts were displayed on the exhaled volume display. The volumes were reading lower than acceptable. Staff changed the flow sensor; this did not correct problem. Staff then decided to remove pt from ventilator, and place on another unit. No pt injury reported.